Event description:
A report was received that a pt was having charging difficulties. Analysis of the ipg database revealed premature battery depletion. The ipg was replaced and the pt was reportedly doing well.